Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year and six months post filter deployment, CT angiography of the chest with and without contrast was performed demonstrating pulmonary emboli within small pulmonary arteries in the right lower lobe. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter has not been established in the provided medical records. Therefore, the investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Event description:
Medical records were received through the litigation process. A vena cava filter was successfully deployed for a history of pulmonary embolism (pe). Approximately one year nine months post filter deployment, a CT scan of the chest demonstrated pe that was not previously identified. No attempts were made to retrieve the filter. The current patient status is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: an ivc filter was successfully deployed in a good vertical infrarenal position at the lower l2 to l3 level for a history of pe. Approximately one year nine months post filter deployment, the patient had a CT angiography of the chest with and without contrast demonstrating pulmonary emboli within small pulmonary arteries in the right lower lobe. Subsequent CT scans and x-rays over the next four years note an ivc filter remaining in place. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. A vena cava filter was successfully deployed for a history of pulmonary embolism (pe). Approximately one year nine months post filter deployment, a CT scan of the chest demonstrated pe that was not previously identified. No attempts were made to retrieve the filter. The current patient status is unknown.